Event description:
It was reported that the user discontinued ilet pump use after training and gallbladder surgery due to concerns about frequent low glucose readings in the 60¿70 mg/dl range, and the spouse later requested assistance to restart therapy; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the low blood sugar. Investigation included communication with the spouse and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem remaining unconfirmed and the device component unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.